Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. The device is beyond useful life.

Manufacturer narrative:
The device was not returned for evaluation and DHR review is not required because the product is outside of useful life. This MDR is late. A review of repair requests found mdrs that were not submitted due to an issue with our interface between our repair system and our complaint system. A CAPA was opened to address the issue to prevent reoccurrence.

Event description:
While using a g139 scaler, the inserts were getting hot; no injury resulted.